Manufacturer narrative:
Vvyaire complaint number (B)(4). At this time, vyaire has not received the suspect device/component for evaluation. If additional information is received, a follow-up MDR will be submitted accordingly.

Event description:
A customer contacted vyaire medical to report that the bias flow was not working on the 3100a ventilator. There was no patient involvement indicated.